Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a a remstar auto a-flex device. The device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device at the third-party service center, foam particles were observed inside the blower kit. In addition, error code e006 (err_state_machine), error code 57, e019 (err_wdog_test), and e056 (err_complog_packet_status) were found in the device log history. The device was inspected and found to have dust inside the blower kit. The device was scrapped.